Event description:
Medtronic received information that no communication (unresolved), change sensor/bad sensor, sensor updating/sg not available occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Unit was able to charge properly. Unit failed to communicate and sync during rf association, problem was isolated to electronic assembly. Unable to perform functional test due to communication anomaly.